Event description:
The resident assistant had the resident turned away from him while providing continence care. The bed was equipped with a full side rail. The bed tipped over with the resident coming to rest on the rail which was resting on the floor. The resident sustained abrasions but no significant injury. An evaluation by the facilities enviromental services department could find no problem with the bed, but it has been removed from service pending evaluation by joerns. Please contact the don with the results of the co's testing and inform the don of when an on-site evaluation of the actural bed will be accomplished to insure that the facility's bed does not have a flaw which makes it unsafe.